Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of around 300 mg/dl, around 400 mg/dl and around 500 mg/dl. The customer stated that they were nauseous. The customer reported that they had a large air bubble in the tubing. The customer's blood glucose was 328 mg/dl at the time of incident. The customer stated that they gave manual injection to correct the blood glucose. The customer stated that they primed the air bubble into the body. The insulin pump will not be returned for analysis.